Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was newly implanted and two days post-implant, an asystole was recorded on the ECG. There were several p-waves and no qrs and there were no right ventricular (rv) pacing spikes visible on the ECG strip. The patient performed a patient initiated interrogations (pii) and data was transmitted. Boston scientific technical services reviewed the available data and observed possible oversensing present for this device which may be related to the documented asystole. In the presenting egm from latitude there was a small signal compared to r-wave deflection. Troubleshooting steps were provided to exclude mechanical issues and or lead impairment. Additionally, boston scientific was notified that the patient had more asystole. New images were provided for review and technical services indicated that the right ventricular (rv) lead does appear to be possibly in septal position which was something the healthcare professional was also contemplating. The rv coil in the position reported with an integrated lead may add risk of oversensing. Also, the shock vector may be affected if the rv coil is not covering all the necessary heart mass. The physician is planning a potential invasive lead positioning revision. There were no additional adverse patient effects reported. The device and rv lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was newly implanted and two days post-implant, an asystole was recorded on the ECG. There were several p-waves and no qrs and there were no right ventricular (rv) pacing spikes visible on the ECG strip. The patient performed a patient initiated interrogations (pii) and data was transmitted. Boston scientific technical services reviewed the available data and observed possible oversensing present for this device which may be related to the documented asystole. In the presenting egm from latitude there was a small signal compared to r-wave deflection. Troubleshooting steps were provided to exclude mechanical issues and or lead impairment. Additionally, boston scientific was notified that the patient had more asystole. New images were provided for review and technical services indicated that the right ventricular (rv) lead does appear to be possibly in septal position which was something the healthcare professional was also contemplating. The rv coil in the position reported with an integrated lead may add risk of oversensing. Also, the shock vector may be affected if the rv coil is not covering all the necessary heart mass. The physician is planning a potential invasive lead positioning revision. There were no additional adverse patient effects reported. The device and rv lead remain in-service. Additional information was provided, it was reported that the rv lead was repositioned in the apex. No additional adverse patient effects were reported. The device and rv lead remain in-service.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was newly implanted and two days post-implant, an asystole was recorded on the ECG. There were several p-waves and no qrs and there were no right ventricular (rv) pacing spikes visible on the ECG strip. The patient performed a patient initiated interrogations (pii) and data was transmitted. Boston scientific technical services reviewed the available data and observed possible oversensing present for this device which may be related to the documented asystole. In the presenting egm from latitude there was a small signal compared to r-wave deflection. Troubleshooting steps were provided to exclude mechanical issues and or lead impairment. Additionally, boston scientific was notified that the patient had more asystole. New images were provided for review and technical services indicated that the right ventricular (rv) lead does appear to be possibly in septal position which was something the healthcare professional was also contemplating. The rv coil in the position reported with an integrated lead may add risk of oversensing. Also, the shock vector may be affected if the rv coil is not covering all the necessary heart mass. The physician is planning a potential invasive lead positioning revision. There were no additional adverse patient effects reported. The device and rv lead remain in-service. Additional information was provided, it was reported that the rv lead was repositioned in the apex. No additional adverse patient effects were reported. The device and rv lead remain in-service.